Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer reported that the device battery overheated, there was a hole in the battery, and it was hot enough that the bottom of the case and battery door burnt. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that during visual inspection, the battery was noted to be swollen and the battery door pad was melted (not battery door). The customer's complaint was confirmed and the probable cause was found to be due to a defective battery.

Event description:
The customer reported that the device battery overheated, there was a hole in the battery, and it was hot enough that the bottom of the case and battery door burnt. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.